Event description:
It was reported that during a da vinci surgical procedure, a broken wire was noted on the fenestrated bipolar instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any wear damage. The pitch down cable was also found to be frayed at the distal clevis hub, frayed stands were sticking out at the wrist. Other cables at the wrist were not damaged and no other damages were found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.